Event description:
The nanocross had trouble inflating. Once at nominal pressure the balloon would not deflate. The physician was able to remove the balloon semi-inflated. Investigation of the returned balloon on (B)(6), 2014 found the nanocross balloon and 4cm of the outer shaft (proximal to the balloon bond) were separated from the remainder of the catheter. The catheter exhibited damage consistent with pulling a semi-deflated balloon through a guide sheath.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.